Event description:
Information received later indicated there were ¿no attributes¿ to the cause of the event. There was no abnormal impedance issue. There was none sign and symptom reported with the event. The patient was not hospitalized and the outcome was reported as "no injury".

Event description:
It was reported the patient lost therapy in (B)(6) 2014. The patient met with the nurse practitioner and impedances were checked. A low impedance of less than 50 ohms was noted. The telemetry strip provided indicated contacts 0 and 3 were shorted. The impedance measurements on the telemetry strip indicated the short was in the lead. The battery longevity was 1-6 months and a low battery was indicated. The patient was still having a loss of therapy at the time of the call. No falls or traumas were noted. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID:3889-28, lot# va0d0e0, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).